Event description:
It was reported that the md used a sheath and inserted the iab via the right femoral artery while in the ICU. After connecting the iab to the pump, the pump emitted a "helium loss" alarm. The pump was disconnected and exchanged with a another brand pump. The pump did not alarm, and the therapy continued. There were no reported patient complications. Refer to 1219856-2007-00051 for additional information regarding this event.

Manufacturer narrative:
F/u report will be filed if more info becomes available.